Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead with connector portion measuring 61.0 cm was returned for analysis. The outer insulation damage was noted at 13.5 cm from the connector pin. External insulation abrasion was noted at 15.5 -15.6 cm from the connector pin consistent with lead friction to the device can. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.